Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and found bubbles in tubing coming from the reference bottle. The fse replaced the buffer valves to resolve the issue. The fse reseated the reference tubing connection. The fse performed calibration, quality control, and patient samples, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of high patient results for ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl) involving the au680 clinical chemistry analyzer. The customer repeated the patient samples and obtained normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the initial results for three (3) patients.